Manufacturer narrative:
(B)(4). Date sent 1/2/2024. D4 batch #356c33. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 56 drivers up and the remaining drivers down with staples present and swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The device was test with the returned cartridge and fired without any difficulties. However, 1 staple was noted to be missing along the staple line, this staple do not created a fluid path and in addition two staples were noted to be malformed on the distal end. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reach on what caused the condition of malformed staples. The cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 356c33, and no non-conformances were identified. The lot#386c96 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a repayment surgery procedure, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.